Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during scope cleaning, when the brush was passed down the scope it was found out that the sponge from the rx locking device was inside the working channel of the scope. Reportedly, a water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. The procedure was completed with the original rx locking device. The sponge was successfully removed from the scope with the cleaning brush. There were no patient complications reported as a result of this event.